Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified shunt upper arm. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 20 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient condition was good.